Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any drive stalls during the run that would indicate a failure of the pod to deliver insulin. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The lot details provided show that the patient was using an expired pod. As per omnipod dash® insulin management system ¿ user guide (model: pdm-int2-d001-mm pt-000002-gbr-eng-mm-aw rev. 004 11/20, 3 changing your pod / page 40) warnings: do not use a pod if it is past the expiry date on the package.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 277 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (hip/buttock), causing the cannula to dislodge. Additionally, it was reported that the patient tried delivering 2 units of insulin to correct their high bgs, which was unsuccessful. As treatment a new pod was applied.